Event description:
It was reported that shaft break occurred. A 16mm x 3.00mm promus premier¿ drug eluting stent was selected for use and advanced towards an unspecified calcified target lesion. However, during advancement of the device, the shaft broke. The device was completely removed. The physician was unable to complete the case with any other device. Procedure was abandoned until rotablation was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was broken 213mm distal to the strain relief. There was evidence of material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 16mm x 3.00mm promus premier¿ drug eluting stent was selected for use and advanced towards an unspecified calcified target lesion. However, during advancement of the device, the shaft broke. The device was completely removed. The physician was unable to complete the case with any other device. Procedure was abandoned until rotablation was completed. No patient complications were reported and the patient's status was stable.